Event description:
Dealer is stating that the left motor has a hitch in the motor when at low speed. When turning there is a jerking motion, you can hear the gear train hooking up, causing it to jerk. The longer the motor is running the worse the motion gets. (B)(4)